Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the etco2, end-tidal carbon dioxide, is broken. The small black orifice tube has broken off inside of the device. The device was not in clinical use and no impact noted.